Manufacturer narrative:
UDI: (B)(4). Investigation summary: according to the information provided, it was reported that it was impossible the implant to triggered/shot down, red trigger has had a problem. The complaint device was received and evaluated; visual inspection reveals that the red trigger is broken. The plastic sleeve was removed to verify the presence of the plates, both plates were found inside the applier needle. At magnification, rests of biological matter were found on the needle, near to the first plate. The device was opened to verify the broken part, it was found that the upper part of the red trigger is broken. A manufacturing record evaluation was performed for the finished device 7l66317 number, and no non-conformance were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. According with the visual inspection and the functional test result, this complaint can be confirmed. A possible root cause can be attributed to a portion of tissue that was entered inside the applier needle causing a mechanical obstruction of the first plate when it was going to be deployed; this obstruction and the force applied to the trigger are contributive factors of the broken trigger, however this cannot be conclusively determined. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep in (B)(6) that during a meniscal repair procedure on (B)(6) 2021, it was observed that it was impossible to trigger/ shot down the implant on the truespan 24 degree peek device; and that the red trigger had an issue. During in-house engineering evaluation, it was determined that the red trigger on the device was broken. Another like device was used to complete the procedure with a delay of five minutes. There were no adverse patient consequences reported. No additional information was provided.